Event description:
Paradigm pump 722 began to make funny noises while rewinding pump and sometimes while administering insulin. Blood sugar began to go up and down. Called and spoke rep and he went through a series of self diagnostics but after doing so and determining an issue said the pump was out of warranty and I would have to buy a new one. My inspection of the pump showed the left side of the cap across from the piston was bulging out and cracked. (B)(6) and also talked to a couple of forums and people were using the super glue and electricians tape to secure the crack. I did that and the pump has worked "ok" with still some situations, where it would not deliver insulin per the led on the pump or it would not allow me to prime the pump or rewind per the led on the pump warnings. At medtronic we are committed to continually evaluating and improving the quality and reliability of our products and services. We are reaching out to remind you of a prior field corrective action relating to our paradigm insulin infusion pumps. Since that communication, an updated version of your current pump is now available which has been redesigned to eliminate the potential safety issue, which we describe in more details below. Please contact medtronic a (B)(4) or visit http://www.medtronicdiabetes.com/support-cap if you are interested in having your current pump replaced with the updated version of your current pump model.